Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 2184149-2019-00043. During an atrial fibrillation ablation procedure a cancellation occurred due to communication issues. Following anesthesia induction a "command packet contained incorrect parameter" error message was displayed and ECG signals were not visible. To troubleshoot the errors were attempted to be cleared, the media converter, catheter cable and the fiber optic cable were exchanged but the issue was not resolved. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
Additional information: one workmate¿ claris¿ system computer was received for evaluation. The computer was powered on and successfully booted to the windows and claris application software. Additionally communication was successfully established with a known good test claris amplifier. Review of the claris event logs revealed that the claris amplifier lost communication. Based on the information received the reported communication issue and subsequent cancelled procedure was not related to the performance of the computer as there were no device problems found.